Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the jaw was returned open. Further investigation also found the handle latch mechanism was broken. The device was disassembled and investigation found that the ski guide tab was broken inside the instrument body, making it impossible to latch or unlatch the handle. This damage made it impossible to close the device jaws for tissue sealing. This kind of damage is similar to what is seen when the user forces the latch open when the latch becomes unresponsive due to the device being left latched for an extended period of time. The investigation identified the root cause of the reported event to be user error. The user is advised to not leave the handle latched when the device is not in use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the instrument jaws were stuck. The surgeon could not open them. After numerous attempts, the surgeon rejected it and continued with another device, which performed well. There was no patient injury. No re-operation necessary and no blood loss more than 500 cc. Also, there was no unanticipated tissue loss or irreversible damage.